Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported event cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The site's system logs were reviewed with a procedure date of (B)(6) 2016. The system logs reveal that there were no long pedal presses or abnormal patterns related to sealing. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, it was alleged that the endowrist one vessel sealer instrument did not seal adequately. The surgeon reportedly converted the da vinci-assisted surgical procedure to an open surgery in order to control bleeding. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted low anterior resection colon procedure, the endowrist one vessel sealer instrument did not seal but cut unspecified tissue. As a result, the patient allegedly experienced a lot of bleeding and the robotic procedure was converted to an open traditional surgical procedure. On january 4 and 6, 2017, intuitive surgical, inc. (Isi) contacted the site and obtained the following information regarding the reported event: according to the site's robotics coordinator and an or nurse, the patient experienced a lot of bleeding after the surgeon sealed and cut an unidentified vessel. The robotics coordinator indicated that the surgeon was able to use the endowrist one vessel sealer instrument without any issues up until the event occurred. She confirmed that the surgical staff heard the audible tones indicating that the sealing cycle was complete. She was not sure if any tissue effect was seen while the surgeon was attempting to seal. The robotics coordinator was unable to provide any information on the size or the integrity of the vessel. She stated that the surgeon tried to clamp the bleeding vessel with another unidentified instrument; however, the bleeding vessel had retracted. Hence, the bleeding could not be controlled. Due to the bleeding and alleged issue with the endowrist one vessel sealer instrument, the surgeon made the decision to convert the surgical procedure to open surgery. After the case was converted to an open traditional surgery, the surgeon was able to control the bleeding by placing sutures on the vessel and complete the surgical procedure. She stated the estimated blood loss was about 1 liter, and there were no blood transfusions administered. She stated there was no video recording of the procedure. The robotics coordinator confirmed that the patient tolerated the conversion to an open traditional surgical procedure well, and the patient was reported to be recovering well. It was also confirmed that the electrosurgical unit (esu) settings were within manufacture specifications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis could not replicate nor confirm the customer reported failure. During visual inspection, there was no exposed blade, no conductor wire damage or snake wrist damage found. The instrument passed the self-check, electrical continuity, and cut tests. Additional review of the site's system logs showed several homing failures at the beginning of the procedure. Then the instrument had a few pedal duration and completed cuts. It was concluded that there was no trouble found. Device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint.